Event description:
Additional information received clarified that the patient had pain in the scalp area and felt ¿something sticking out¿ which was noted as the lead protruding through the skin (at the scalp area). If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a lead that protruded through the scalp that required immediate reposition. Symptoms related to the event included pain in the head. Patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3986a60 lot# n101280 serial#, implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3986a60 lot# n099559 serial#, implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type extension. (B)(4).